Event description:
Patient reported device's vibration and audible alarm stopped working. Patient indicated that he attempted to adjust the volume, but this did not resolve the problem. Patient did not report any physiological effects.